Manufacturer narrative:
Additional information provided in h6 and h10. The investigation into the reported issue has been completed. No device was received for evaluation. Device history record review confirmed that the pump passed all post-sterile inspection checks. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in non-st elevation myocardial infarction and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that while the patient was on impella cp support, the patient experienced a large hematoma that the medical team used pressure to treat. While the patient was being treated for the hematoma, the impella was accidentally pulled out of the ventricle into the aorta. The impella was removed, flushed, and re-inserted without difficulty. The patient remained on impella support until successfully weaned and the impella explanted. After the impella was explanted, a small thrombus was found at the tip of 14fr sheath. The impella 14fr was removed, manual pressure was held on the wires with an 8fr sheath over 1 wire. The common femoral artery (cfa) was observed to have no flow, and a thrombus was found with an angiogram at the vessel distal to the insertion site. The 8fr sheath was removed and replaced with a 14fr short sheath. A penumbra 7fr aspiration device was used for thrombus removal but was unsuccessful. The physician switched to a 12fr penumbra and was able to successfully remove thrombus and restore flow down cfa. Manual compression held for 45 mins with hemostasis achieved, and good pulses in leg.